Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. Unable to verify keypad anomaly. Moisture traces were also found on the keypad traces.

Event description:
The customer stated that the act and esc buttons are no longer functioning after the insulin pump was dropped in the tub. Advised that the insulin pump would be replaced. Nothing further was reported.